Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-04220. It was reported the patient had been experiencing diminishing stimulation therapy from the scs system. A company representative met with the patient and a diagnostics of the patient's scs system revealed multiple lead contacts with high impedance. The representative reprogramed the patient's scs system and was able to provide the patient with effective stimulation therapy. However, the patient reported the issue reoccurred. Surgical intervention may be taken to address the issue.